Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path and device overheating. Patient reports seeing smoke but could not find source. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturers investigation is ongoing. A follow up report will be submitted when the manufacturers investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path and device overheating. Patient reports seeing smoke but could not find source. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Device has been returned, following fields has been updated in this report. In box d: device available for eval? Date returned to mfg has been updated. In box e: init. Report sent to FDA has been updated/corrected. Section h6 has been updated.